Event description:
On (B)(6) 2006, low sensing on the rv lead was observed. The sense/pace portion of the lead was capped. The defib remains implanted. On (B)(6) 2010, a pocket revision was performed for infection. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received . (B)(4).